Event description:
On (B)(6) 2025 the patient was treated with the ultraclear device at the (B)(6) clinic in (B)(6), UK. Patient received elective aesthetic treatment known as "3dmiracl" on the face. 3dmiracl is the least "aggressive" laser treatment mode on the ultraclear device with laser penetration only on the surface layers of the skin. Within 24 hours of treatment the patient had developed marked erythema and oedema. At 48 hours the inflammation had increased. The treating physician stated "the results appeared exaggerated rather than settling". On day 3 the reaction had worsened and clearly "visible" crusting had formed on the treatment areas. At this point the patient was admitted to the hospital and prescribed intravenous antibiotics and antivirals. As of (B)(6) 2026 the patient had been released from the hospital and condition was improving at home. The treating physician had no further direct contact with the patient as reported to acclaro. The patient has rheumatoid arthritis and is on a prescription of 10mg methotrexate weekly. Methotrexate can have significant effects on how the skin heals. The patient also had a reported history of herpes simplex (cold sores) but no active lesions or lesions recently. Herpes simplex can be reacticated by ultraclear treatment and is a listed contraindication as are autoimmune conditions. It is the opinion of the treating physician and the acclaro clinical department that the observed reaction was due to the methotrexate prescription and not the herpes simplex. This is because the photoprahic evidence does not present as a herpes outbreak and the patients prescription of intravenous antibiotics and subsequent improvement of condition suggests a posttreatment bacterial infection due to the impaired healing of the skin.

Manufacturer narrative:
Initial reporter did not provide device serial number.